Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted after an implant duration of approximately 1 month due to regurgitation/paravalvular leak. It was indicated that the patient was diagnosed with endocarditis, and aortic subannular abscess. The source of the infection has not been provided. Operative report indicates, "tee demonstrated an anterior aortic paravalvular leak, dehiscence of 1 or more sutures from his previous surgery, and severe aortic regurgitation." The healthcare provider indicated that the reason for explanting is not related to a device malfunction.

Manufacturer narrative:
(B)(4) - valve dehiscence. Evaluation method: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Moreover, the subject serial number was traced back to it's sterility lot; the complaint database indicates no other related endocarditis/infection complaints received for all devices processed under the same sterility lot. It was learned that the explanted device has been discarded and will not be returned for evaluation. The source and type of infection/endocarditis has not been provided by the healthcare provider. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve or patient condition. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility and exceeds expectations. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.